Event description:
It was reported that the device experienced a reset and was unable to be interrogated. It was noted that a safety mechanism had triggered the back up mode. Upon second attempt, the device was able to be interrogated and was restored to the original programmed settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).